Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was not confirmed during functional test and archive data review. The autopulse platform performed as intended. Unrelated to the reported complaint, a cracked bottom enclosure was observed on the returned autopulse platform during visual inspection. This type of physical damage was likely due to mishandling. The cover was replaced. The autopulse platform passed initial functional testing without any fault or error. During archive data review, no record of ua41 (patient temperature sensor failure) or any other significant errors. After minor service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional tests.

Event description:
During training, the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message when it was powered on. The ua41 could not be cleared by the user. No patient involvement.